Manufacturer narrative:
No patient involvement. The fse replaced the precision pump to resolve the issue. An evaluation of the replaced part by the complaint handling unit at chaska confirmed a malfunctioning precision pump as determined by the fse.

Event description:
The customer reported obtaining afp (alpha-fetoprotein) quality control values which were outside established ranges for the access 2 immunoassay system section of the laboratory's unicel dxc 600i synchron access clinical system (serial number (B)(4)). A beckman coulter fse (field service engineer) was dispatched to evaluate the system and determined a malfunctioning precision pump was the cause of the issue. The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event.